Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported event of power cable disconnect alarms was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller and contained approximately 15 days of events, from (B)(6) 2014. There were numerous power cable disconnect alarms recorded associated with routine power exchanges. On (B)(6) 2014, there was a speed reduction to 0rpm accompanied by motor stopped and low flow hazard alarms. A correlation between the pump stoppage recorded in the log file and the returned system controller was not identified during analysis. It is noted that the patient¿s pump was returned and it was discovered that the pump¿s driveline had sustained compromised internal wiring. The pump event was reported in medwatch report #2916596-2014-00931. The returned system controller was functionally tested and was found to function as intended, even when the cables were manipulated. The returned system controller was operated while connected to a mock circulatory loop with no adverse events or alarms noted. The device functioned as intended. The investigation was unable to identify a specific cause for the reported event of the patient¿s dizziness during the system controller exchange. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the had a power cable disconnect alarm in the history. The patient attempted a system controller change, but ended up calling emergency medical services and was seen in clinic, where the system controller was exchanged. The patient became dizzy and lightheaded when she attempted to change the system controller herself. The pump was off at that time briefly. The log file confirmed that the pump was off for less than 2 minutes.